Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call, the insulin pump had alarmed no delivery and motor error several times. The customer's blood glucose was 179 mg/dl. The customer's nurse was advised to have the customer revert to back up plan and to discontinue use of the device. The device is not returning for analysis.